Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015 a 6/4mm amplatzer duct occluder (ado) was implanted. Prior to releasing the device, an angiogram confirmed good positioning with only "foaming" observed through the device and the ado was released. An echo taken prior to discharge showed what appeared to be a small leak. The patient was discharged to home with instructions of signs and symptoms to report. At follow-up, a decrease in hemoglobin and persistent hemoglobinuria were observed in the presence of normal renal function. The shunt persisted and on echo appeared larger and the decision was made to reintervene. On (B)(6) 2015, a moderate shunt was present on angio and the ado appeared tilted and attempts to percutaneously retrieve it were undertaken. The device could not be crossed and a repeat angiogram showed a 3.3mm narrowing. An 8/6mm amplatzer vascular plug (avp) was positioned, but the shunt was still present. Therefore, the avp was removed prior to release. The 6/4mm ado was removed and a 10/8mm ado was placed with no residual shunt.

Manufacturer narrative:
The results of this investigation confirmed the ado met all dimensional specifications when analyzed at sjm. A review of the device history record confirmed the occluder met all visual, dimensional, and functional specifications at the time it was manufactured, prior to shipment. There was no evidence to suggest there was an intrinsic defect in the occluder, and the cause for the reported event remains unknown.